Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl and received a button error alarm on the insulin pump. Customer treated with manual injection. He stated that the buttons were not all working. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.